Event description:
It was reported that two allevyn dressing boxes from different sizes and batches had a silicone offset. Additionally when removing a dressing from a patient's bottom, silicone residue was left on the patient's skin. The dressing had only been in situ for a few hours. The dressings were stored appropriately in the dressing cupboard so not near any heat sources. It is unknown if there was a back-up dressing available, and if there was a delay in the procedure. No patient harm reported. Previous box reported under 8043484-2020-00910.

Manufacturer narrative:
H10. Additional information received from reporter has confirmed that the incident reported in this complaint is the same reported under complaint (B)(4), with MDR no. 8043484-2020-00943. We therefore close this complaint as a duplicate. Further communications and results of investigation will be sent under MDR no. 8043484-2020-00943.